Manufacturer narrative:
Product was not removed. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised due to disassociation. It was also noted all but two ards had sheared off.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update 2/22/16 medical records received. Medical records reviewed for MDR reportability. Pathology report noted chronic proliferative synovitis and focal metallosis. Revision surgical report noted metal debris staining and that several rotation tabs had completely worn off with oblong shape and significant plastic deformation. Femoral head will be added for the metallosis and metal debris. The complaint was updated on: mar 7, 2016.

Manufacturer narrative:
(B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 12/11/2015 medical records received. Medical records reviewed for MDR reportability. Medical records reported interval lateral subluxation of femoral head. This was reported to be related to the disassociation or uneven wear of the polyethylene liner. The femoral head will not be added to the complaint as there is still no litigation. There is no new additional information that would affect the existing investigation. The complaint was updated on: dec 30, 2015.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified no other reports against the provided product and lot code combinations. However, the (B)(4) device history records were reviewed and no related manufacturing deviations or anomalies were identified. Xrays and medical records were reviewed. Xrays confirm the reported disassociation. The investigation can draw no further conclusions with the information provided. Based on the inability to determine root cause the need for corrective action has not been indicated. Monitor via sep-419. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.